Manufacturer narrative:
The insulin pump was received with unresponsive act button due to unlock lcd keypad connector however, the button responded properly after locking the lcd keypad connector. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the act button was unresponsive when setting the bolus. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that the time was changed. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.